Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads keep falling off the brush handle¿fall out into the mouth while brushing ¿ oral b toothbrush [device breakage]. Brush head very loose on handle: oral b toothbrush [device connection issue]. Case narrative: reporter stated that her wife used precision clean brush heads, which kept falling off the brush handle. They appeared to be very loose on the handle. There was no visible damage to the brush heads, and they had not been dropped. The packaging was also intact with no signs of damage. The heads would fall off into the mouth while brushing. No injury was reported.